Manufacturer narrative:
The lead remains in service. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this pacer dependent patient presented with symptoms of dizziness and lightheaded. A 12 lead electrocardiogram showed intermittent ventricular capture. Thresholds were widely fluctuating from 1v to 3v. Noise and oversensing could not be produced with isometrics or pocket manipulation and not observed on stored electrograms. The ventricular outputs were increased. The patient was under 48 hour supervision and during that time no further loss of capture or patient symptoms were noted.